Manufacturer narrative:
Device had stripped battery cap coin slot, cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer was treated with manual 15u. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer stated that insulin pump had stuck battery cap. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.